Manufacturer narrative:
Concomitant medical products: 5076-45, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Vegetation was noted on pacing leads on magnetic resonance imaging (MRI). High thresholds were also noted on the right ventricular (rv) lead. Cultures were taken and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.